Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported to the rep two years after the event, that during an laparoscopic nissen fundoplication procedure there was a significant bleed with the use of the device. When asked, the surgeon did not provide any additional information on the patient's outcome. He would only say that with assistance of another surgeon they were able to manage the bleeding by converting from a laparoscopic to open procedure. The device was discarded.